Event description:
Monitor was alarming in ccu critical care unit. When the monitor was checked, found the normal saline bag, lot# 195-2 was defective and leaking saline all over the monitor and the room. The monitor was off and there was no ECG tracing, bp, etc. The patient was quickly put on the transport monitor and biomed was paged stat. Biomed replaced the damaged monitor. The defective saline bag was taken to central supply to make them aware and for further investigation. Biomed removed a monitor from another unit and replaced the monitor in ccu. The saline bag was under pressure for measuring pressure lines. Will continue to observe for a bag rupture. There have been multiple patients on various pressure monitors since the event has occurred. No observable leaks from saline bags under pressure noted. The defective product was received in materials and the company was notified of the issue.biomed workorder noted: due to fluid invasion on main board, biomed can not repair; have to be sent to philips equipment manufacturer.